Event description:
A vns patient was referred for a generator replacement for end of battery life. Their explanted generator was returned for product analysis. The measured battery voltage was 0.898v which indicates that the pulse generator had reached an end of service condition. However, the current consumption rate for the supply current tests, supply current pulsing 244.847ua (limits 80ua - 140ua), supply current 2.2v 647.906ua (limits 90ua - 22ua), supply current 1ma 202.111ua (limits 25ua - 80ua), and supply current wait 22.610ua (limits 5ua- 12ua), did not meet functional specifications. These measurements demonstrate an increased current consumption for the device, potentially contributing to a premature end of life condition. With the capacitor substitution for c6, the pulse generator module performed according to functional specifications. The most probable root cause for the premature end of life condition was identified to be a leaky capacitor, c6.